Manufacturer narrative:
Evaluation summary: this is due to the fact that moisture in the objective lens condenses and affects the observation image. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information h4: device manufacture date. H7: remedial action.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 24-jun-2021 that came from a facility in the u.s. The information provided indicated that "during the procedure the image gets foggy in the center. Cannot see in the center only on the outer edges." Involving pentax medical video colonoscope model eg29-i10c-us, serial number (B)(4). Pentax medical sent a good faith effort email to the distributor to obtain additional information regarding the event and patient involvement. The customer owned endoscope was received by pentax medical for evaluation on 06-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings on 07-jul-2021: image blurry or foggy, passed dry leak test, passed wet leak test, right light carrying bundle distal cover glass cracked, lightguide connector root brace failure, fluid invasion not observed in control body, fluid invasion not observed in pve connector. The device underwent repairs including the following components: distal end assy w/tubes & cmos assy, bending rubber, root brace rubber lg connector. This is the first time pentax model eg29-i10c-us, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service on 26-mar-2021. The endoscope was approved by final qc on 20-jul-2021 and was delivered to the customer under delivery order (B)(4).